Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 13 reports, regarding 24 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating we will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the 00507120100 nexgen oscillator blade was being used on (B)(6) 2023 during a total knee and the ¿corner tooth broke off in cutting gig¿. The procedure was completed without an alternate device and no delay. After further assessment it was found, "corner tooth broke off during usage. Cutting through a gig. Piece showed up on post op x-ray so patient had to be brought back into or, put under and piece removed.". This report is being raised due to the reported injury of a 2nd surgery required to retrieve the tooth of the blade from the patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the 00507120100 nexgen oscillator blade was being used on (B)(6) 2023 during a total knee and the ¿corner tooth broke off in cutting gig¿. The procedure was completed without an alternate device and no delay. After further assessment it was found, "corner tooth broke off during usage. Cutting through a gig. Piece showed up on post op x-ray so patient had to be brought back into or, put under and piece removed.". This report is being raised due to the reported injury of a 2nd surgery required to retrieve the tooth of the blade from the patient.